Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection double staple. According to the reporter: the surgeon was about to use the idrive powered handle along with the adapter. After attaching the adapter to the handle (calibration was successful with solid green light), surgeon tried to attach a endo gia 60 amt (tristaple reload) to the adapter, but even after aligning arrow to arrow, the reload is unable to connect with the adapter tip. Another new reload was opened to verify, but the same thing happened. This wasted around 30 minutes of ot time, then the surgeon had to use a normal endo gia ultra universal stapler (egiauxl) to complete the surgery with the same reloads which connected to the disposable stapler. Please note that total firings done with this idrive adapter is 12 and used in (B)(6) cases as on (B)(6) 2014. This comes with a warranty of 12 months and this was purchased around (B)(6) 2014. Patient involvement: no patient injury: na1. What did status indicator light display during the attempts to load? While attempting to load, system indicator for adapter was solid green, but for reload was blinking, but the same reload worked with the regular endo gia ultra stapler. What is the product ID and lot number for the reload used with this stapler? If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? Not able to get product ID/ lot number for reload but it was a tri-staple reload (egia60amt). (It doesn't seem to be a reload problem as two separate reloads were attempted to be loaded, but it seemed like there is something blocking at the tip of the adapter and same reloads were fired using a normal stapler later.) Please confirm that product will be returned for investigation. I have already sent the product for investigation. Was any reinforcement material used in conjunction with the stapling device? No reinforcement used. If yes, what was the brand of the reinforcement material used? What was the item code and lot/serial number of the reinforcement material? Was surgical time extended by more than 30 minutes due to the product problem? Yes, due to troubleshooting efforts, time extended by 30 minutes. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) No adverse effect reported due to this. What is last known patient status? Patient is fine as of now.